Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the infusion sleeve was very thick and became stuck in the corneal incision during a procedure. Corneal incision was enlarged with 2.8mm corneal blade but still getting stuck. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It was reported that the phaco tip sleeve was very thick and was stuck in the corneal incision. A used 25+ga 7.5 cpm combined pak was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rate displayed on the screen when the rfid was connected to the console. The sample was tested using a constellation console. No twist nor damage was observed during the installation of the returned infusion sleeves onto the handpiece. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm abs tip and the infusion sleeves, and passed intra ocular pressure ( iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality. The wall thickness of the infusion sleeves and thickness below the tip was measured and was within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).